Event description:
It was reported that 6 months post implant of this 25mm mitral bioprosthetic valve and 21mm aortic bioprosthetic valve, a bi-ventricular defibrillator was implanted. The reason for the bi-ventricular defibrillator was reported cardiomyopathy and low ejection fraction. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID 305u221 ((B)(6)); product type: 0195, heart valves; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device serial number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 months post implant of this 25mm mitral bioprosthetic valve and 21mm aortic bioprosthetic valve, a bi-ventric ular defibrillator was implanted. The reason for the bi-ventricular defibrillator was reported cardiomyopathy and low ejection fraction. No additional adverse patient effects were reported.

Event description:
Additional information received reported the patient did not have any pre-existing arrhythmias prior to the heart valves implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.